Manufacturer narrative:
(B)(6).

Event description:
It was reported that at the moment of staring the femoral tunnel, the drill bit was broken and the piece was removed with a clamp. No patient injury reported.

Manufacturer narrative:
One 5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. Drill has broken where the double helix transitions to 9 revs per inch. No material voids are present at the break area. Further examination of the drill head showed the primary cutting surface and flutes are damaged. The condition of the device indicates the drill was subjected to excessive forces during use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Further investigation is not warranted at this time.